Manufacturer narrative:
On the initial MDR report, submitted on 02/07/2014, was incorrectly checked as malfunction, instead of serious injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a da vinci sacrocolpopexy procedure, the patient's iliac vessel was injured and the patient expired.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not determined the root cause for the operative complication experienced by the patient and her subsequent demise. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred during the da vinci surgical procedure. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the patient reportedly sustained an injury to the iliac vessel during a da vinci sacrocolpopexy procedure and subsequently passed away. However, at this time, the cause of the patient's injury and subsequent demise are unknown.